Manufacturer narrative:
As no further information is expected, our investigation is completed. This investigation will be updated should further information become available.

Event description:
It was reported that this device battery depleted quicker than expected. Data analysis revealed the battery depletion was attributed to high atrial sensing. This device remains in service. No adverse patient effects were reported.